Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient¿s family member regarding a patient who was implanted with a neurostimulator. The patient was visiting from (B)(6) and was also implanted in (B)(6). It was reported that, since the patient got to the USA, the patient thought that the programming was off because they felt tingling/numbing and was in a lot of pain. Also, the patient could barely stand saying that her knees and body felt so heavy. The patient programmer (pp) showed that the stim was on and adaptive stim (as) was on and enabled. The controller was confirmed to be displaying the correct position and amplitude. The patient was in the lying position at 2.00, it was then increased to a comfortable level at 2.20 and a timer was set to save the programming change. In addition, the stim was at 2.20 with the patient in the sitting ¿upright ¿position. It was increased to 2.40, but the patient felt the stim down their leg, so it was decreased to 2.00. In the standing ¿upright position, the stim was set to 2.20 and it was concluded that the stim for the upright positions might be the same for all upright positions. Lastly, when standing, the patient increased to 2.30 but they felt the stim down their leg, so they decreased it to 2.10. In the end, the positions were saved, and the programming improved the patient¿s therapy. There were no further complications reported or anticipated.